Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient never changed from "patient being scanned" to "exam being transferred". It was also reported that the site had to bring in a different navigation system and reboot the imaging system. After that, they were able to successfully spin.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the navigation system was not receiving any spins from the imaging system. There were green lines of communication the whole time, however, the patient never changed from the "patient being scanned" status. The site rebooted the navigation system and tried again with the same result. There were no tags on the scans on the mobile view station (mvs). After bringing in another navigation system, everything worked fine. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Software logs were received. A software analysis was initiated, however unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.